Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user account was inactive in pyxis. A technical support specialist confirmed that issue resolved by removed user from the pyxis ad group and added user back in to the group. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number, since the mentioned asset info was "es s/w only server". The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system user account was inactive in pyxis. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.